Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient was vomiting and his cgm was displaying a value of 150 mg/dl. No bg meter comparison value was reported. The patient¿s wife took the patient to the ER for evaluation. At the emergency room, the patient¿s bg meter reading was between 300-400 mg/dl. No cgm comparison value was reported. The patient was treated with an unspecified IV. The patient was discharged home after 6 days. He was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.